Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system had an issue with arm#2. When docking to patient, the customer experienced brakes on the arm#2 would not engage. This made it hard to dock but the customer finally managed to dock to patient. An intuitive surgical inc. (Isi) technical support engineer (tse) asked the customer if the brakes not engaging occurred when using grab and move function, port clutch or both. The customer noticed using grab and move and when using port clutch brakes engaged normally. The tse explained that if grab and move is used, arm would continue to move due to uneven floor or likewise, thus brakes not engaging until arm finally comes to a stop. When the surgeon started using system, he remarked arm 2 could not be controlled normally compared to the other arms. No messages given on touchscreen or surgeon side cart (ssc) viewer. The system was connected to onsite but shortly after lost connection. The tse was not able to capture system logs. The procedure was aborted with no reported injury. An isi followed up with the initial reporter and obtained the following additional information: the customer aborted the procedure. There was no patient injury. There was a system/device malfunction prior to procedure conversion. When the customer prepared the robotic arms with arm drapes the robotic arm 2 was behaving differently than usual. The robotic arm was not standing straight up, it tilted to one side. The customer was not able to move the arm correctly with the grab and move but when using port clutch it could put the arm in the correct position. Later when the staff was going to move the robot prior to docking, the issue persisted. The arm fell off on the side. It was difficult to dock the robot to the patient. When the surgeon sat in the console and was moving the robotic arms, arm#2 felt different and could not be moved correctly. The surgeon did not feel safe to operate and decided to stop the operation. The troubleshooting was performed with technical support, but the issue was not resolved via troubleshooting. There was no patient injury. The surgeon believed that the malfunction to the robotic arm caused or contributed to the reported system malfunction. The system was inspected prior to use and behaved as usual prior to the arm draping moment. There were issues noted during set up of the system. The procedure was in progress 10 minutes when the issue occurred. There were no post-operative complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. The logs did not show any movement errors on arm 2 although a related notification stating, ¿brakes not engaging occurred when using grab and move function, port clutch¿ was noted. The unit was tested on an in-house system in normal mode where all required tests passed. The unit was also tested on a patient side caret (psc) fixture test platform (pftp) where set-up joint (suj) / port clutch button failed during insertion button test. The axes controller spar connector (acsc) and flat flex cable (ffc) were to be replaced as a fix.